Event description:
Home patient reported to the baxter technical assistance line that hp felt like hp had air in hp's stomach in fill 4/6 while using the homechoice machine. The hp called the rn and was advised to elevate hp's feet. The hp reported the feeling subsided. Per the rn, there was no patient injury or medical intervention associated with this incident.